Event description:
It was reported through a scholarly journal that patient underwent a total hip arthroplasty in (B)(6) 2004. Subsequently, the patient was revised in (B)(6) 2007, due to subluxation and groin pain. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, #8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." The device identification was not provided and, therefore, review of device history records was not possible. This report submitted (B)(6) 2010.